Event description:
It was reported that they wanted to bring to their attention feedback that they received from (B)(6) regarding bd channel drain 15f- product #072229 & lot #ngkq3474. High risk of hematoma for the patient. Tubing not big enough for the bulb to evacuate blood effectively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to bring to their attention feedback that they received from advent health daytona beach regarding bd channel drain 15f- product #072229 and lot #ngkq3474. High risk of hematoma for the patient. Tubing not big enough for the bulb to evacuate blood effectively.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.